Event description:
There a three separate events included in this report: #1 a foley bag leaking. #2 a foley catheter bag ripped under measuring box.#3 a foley was leaking from the usual place under the urimeter. This is an ongoing issue and an investigation is in progress. FDA is aware of the continuing investigation.